Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -5.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause of the event is unknown.